Event description:
It was reported that the tip of the came off during the procedure. This information is documented as reported to trimedyne.

Manufacturer narrative:
A visual examination was performed on the return product. Proximal end: no defect was found. Distal end: fused glass/fiber and tip are broken off and separated next to the metal shaft. The metal shaft is bent. The customer did not return the piece that broken off during the procedure. Possible cause(s): tip/shaft underwent excessive force during insertion and/or removal of device from scope system; device adhesive on distal tip loosened during use.